Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A senior neurosurgery specialist reported on behalf of the customer that an a1059 mayfield modified skull clamp had a slip. No specified date and procedure was reported. It is still unknown if there was any patient injury or delay in surgery. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads. Pm maintenance and cleaning required at this time. The device history record reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. The root cause cannot be determined.